Event description:
Patient was admitted to hospital within 24 hours of having the primeadvanced neurostimulator implanted. The device had not yet been "turned on". Patient admitted with complaint of nausea & vomiting. Husband & patient told nurses that patient did not have the problem before having the "tens unit" implanted. Clinicians believe the patient's symptoms may have been the result of anesthesia, meds or a new undiagnosed problem. Our facility informed the manufacturer rep. Of this occurrence. We verbalized concern that the material presented to the patient about the device is not in an easy to understand format. Most older patients do not use dvds.